Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented for a post-implant check with high capture threshold on the right ventricular lead. An x-ray confirmed lead dislodgement, and the patient underwent surgery to reposition the lead on (B)(6) 2018. During the procedure, the patient's blood pressure and heart rate dropped, and cardiac perforation was diagnosed. An emergency pericardiocentesis was performed, and the patient stabilized. The patient was in stable condition following the surgery and was discharged.